Event description:
The customer obtained false low potassium results for both qc and pt samples. The biased pt sample result was reported to the physician who treated the pt with potassium. There was no report of pt harm as a result of this event.